Event description:
It was reported that this patient received one external shock during work possibly due to oversensing of electromagnetic interference (emi). Technical services recommended the patient to contact his physician for the device to be interrogated. At this time, the device remains in service. No adverse patient effects were reported.